Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the definitive cause for the knotted gripper line and clip opening could not be determined. It should be noted that the mitraclip instructions for use, states the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation; however, there is no indication that user error contributed to the reported issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with grade of 3. The clip delivery system (cds) was advanced to the tricuspid valve. The leaflets were grasped, reducing tr to 1. While unwrapping the gripper line, a knot was observed on both ends of the gripper line. The gripper line ends were cut and the gripper line removability test was performed successfully. During the first final arm angle (faa) test, the clip opened to a 30 degree angle. The clip was reclosed and the faa test were performed two more times successfully. The clip was deployed and was well attached to the anterior and septal leaflets, reducing tr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.